Event description:
The customer reported the motorized movement would not work with the joystick on the 9900 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on site investigation. The remote user interface was replaced. The system was tested and is operating as intended.